Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the water tightness lost due to cut in the cable and scope could not be attached smoothly due to damage on coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited scope could not be attached smoothly and water tightness lost. There was no patient involvement.